Event description:
It was reported that the touchscreen does not work on the light source device. The issue occurred during a coloscopy diagnostic procedure and was completed utilizing the same device. There was no report of any patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated field: d4, d8; h2; h3; h6; h11 the device was returned to olympus for inspection, and the reported failure was not confirmed. Based on the results of the investigation, the most probable cause of the reportable malfunction could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was not confirmed. Updated fields: h4. Based on the results of the investigation, since the customer¿s allegation was not reproduced, a root cause could not be identified should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.